Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is not functioning anymore and that the battery is dead. The ICD remains implanted as the patient has refused to have the ICD replaced. No patient complications have been reported as a result of this event.